Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent repair of ventral hernia with composix kugel. Multiple hernia defects were noted and lysis of adhesions was performed. On (B)(6) 2005 - pt underwent exploratory laparotomy. Adhesions were noted behind the mesh and were removed. Mesh noted to be somewhat lax however no recurrence. On (B)(6) 2007 - pre-op dictation: "due to the suprapubic location of the hernia and the pt's comorbidities, the pt is considered at high risk for this procedure." On (B)(6) 2007 - pt underwent repair of a ventral hernia with a second composix kugel mesh. Lysis of adhesions was performed. On (B)(6) 2007 - office visit: no obvious recurrence or obstructive symptoms. Medical records note " it is not uncommon for the abdominal wall to be weak in that area." On (B)(6) 2007 - pt underwent repair of recurrence hernia with composix e/x. Multiple adhesions were taken down. Medical records note old marlex mesh was removed. A small serosal tear was made tin the bowel; repaired.

Manufacturer narrative:
Initially, the pt reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical records provided it is unk if the mesh caused or contributed to the reported event. The pt has extensive comorbidities including obesity, diabetes and several hernia repairs with both bard and non-bard meshes. Following the implant of the first composix kugel, the pt developed a recurrence which was repaired with a second composix kugel mesh. In (B)(6) 2007, the pt underwent repair of another recurrence with a composix e/x mesh. At the time of the repair, the medical records note "the old marlex mesh was removed" however, it is unclear which mesh is indicated. The information provided indicates the pt was treated for adhesions and a recurrence, both of which are known adverse events listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additional information and a sample, no conclusion can be drawn. See MDR 1213643-2007-00363 for information related to the first composix kugel mesh implanted on (B)(6) 2003. No associated complaint with the composix e/x mesh implanted on (B)(6) 2007.